Event description:
It was reported that a bridge bolus was incorrectly performed. The old drug was 5 mg/ml morphine and 2000 mcg/ml baclofen. Healthcare provider (hcp) planned to delete morphine from the program and leave baclofen only at 2000 mcg/ml. Dose was apparently increased from approx. 140/day to approx. 350/day inadvertently. It was unknown what the bridge bolus old drug desired dose was programmed to, but based on duration of 54 hours, and catheter volume of 0.196 ml, it was likely to be approx. 350 mcg/day. Patient had no adverse symptoms and as of 2012 (B)(6) patient was fine.

Manufacturer narrative:
Catheter: model 8709sc, lot# n179642014, implanted: 2008 (B)(6), explanted: unk. Programmer model 8840, serial# unknown.

Manufacturer narrative:
(B)(4).